Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the patient underwent revision surgery due to a dislocation of avantage liner. After a failure of the g7 cup, an avantage cup and an avantage insert were placed. The cup was cemented.

Event description:
Dislocation of avantage liner that was previously cemented in after failure of the previous g7 freedom constrained cup. No other adverse event has been reported for the patient. According to the research and devlopment department, the dislocation could have occurred between the insert and the cup. Therefore, the avantage cup has been investigated in the same complaint but in the decision tree number mdt517700.

Manufacturer narrative:
(B)(4). D11 - list of associated devices: avantage cemented cup s50, reference (B)(4), batch 0001460174. This follow-up report is being submitted to relay additional information. Product pictures have been received. However, they are difficult to interpret as there is some reflections on it. The insert did not seems to be prematurely worn out. No x-ray showing the dislocation has been received. Therefore, the reported event could not be confirmed. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding revision due to dislocation: 2 complaints (2 products), this one included, have been recorded on avantage e1 inlay 28 s50 , reference (B)(4), from (B)(6) 2017 to (B)(6) 2020. 1 complaint (1 product), this one included, has been recorded on avantage e1 inlay 28 s50 , reference (B)(4), batch 0001453965. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.